Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini and onetouch ultrasmart meters were prompting an "error 5" message. Per each of the products owner's booklets, this error message indicates the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaints were classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that he obtained the alleged error message on both meters the same day at 6:00am. The cca noted that the patient denied taking any action regarding his diabetes management as a result of the alleged issue; however, approximately 1 1/2 hours after the alleged issue began, the patient reported that he had an "insulin reaction" and "passed out." The patient stated that his co-workers immediately contacted emergency services and was taken to the emergency room. The patient stated he was treated with IV glucose and was tested regularly until 12:30pm that afternoon when he was released from the ER. Between the hours of 7:30am-12:30pm, the patient stated they obtained blood glucose readings in the "60-80 mg/dl" range in addition to results in the "mid 100 mg/dl" range. At the time of troubleshooting, the cca noted that the patient was using the incorrect testing technique. The patient was able to test successfully with both meters at the time of troubleshooting. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose with either of his meters due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) do not pass inspection in a supplemental report.